Event description:
The complaint involved a chemosafelock vial adapter. It was reported that during drug preparation while using 5ml of wfi, several insoluble foreign matter substances were confirmed in a vial bottle. The foreign matters are gray in color and show similar spectrum to silicone. There was no patient involvement and no patient harm. The event occurred on an unknown date

Manufacturer narrative:
The complaint of case contains foreign matter on item kl-va201u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.